Event description:
Healthcare professional reported a lap-band system with the "port flipped." It was not specified how or when the problem was first noticed. The lap-band port will be subject to a revision surgery. It is not specified whether the device will be removed and/or replaced.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis, if it is explanted in the future, as well as to indicate the product serial number, model number, and catalog number. The information has not yet been received by allergan. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time.